Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge issue) issue. The reporter stated that the cartridge would not go into cartridge compartment and that a clear plastic piece was loose then fell off from the plunger side of the cartridge. The prime steps were able to be completed with a new cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.